Event description:
It was reported the patient had been experiencing discomfort at the ipg site due to weight loss. It was also reported the charger could no longer communicate with the ipg. The patient had not recharged the ipg as recommended. As a result, the patient's ipg was explanted and replaced. The replacement ipg was implanted in a new location.

Manufacturer narrative:
(B)(4). This ipg serial number is included in a field advisor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.